Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 20543389 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the midline and pocket sites. Symptoms of redness and oozing were noted. Infection was not procedure related and the cause was unknown. The patient was diabetic and the physician suspected that the infection was due to hygiene issues. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.